Event description:
2021-sep-08 mpxr 876253, e1 (rep): information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having a routine battery change for an end of life battery and when they made and incision of the battery they saw a white milk like secretion coming from the site. As they started to dissect the battery they noticed there was a film like substance all over the battery. It appeared to the doctor that the white plastic piece on top of the battery looked as if it was secreting down and covering the battery. They would be sending the battery back for review. It was noted that it was decontaminted so the substance came off of it in the process, but the rep sent pictures of the battery/battery pocket prior to decontamination process. The battery was removed and a new one was placed. It was also noted that impedance issues were discovered on contacts 6, 7,8, 9, 10, 11, 12 and 15. It was decided at the time not to change out the leads as the patient was sedated and they did not have their consent. They would see if they got good programming on the contacts that were good. On 2021-oct-01, additional information was received from the manufacturer representative (rep) reporting that the patient was doing well with their scs after the replacement. The rep returned the battery for analysis. They indicated that they had no further information. 2021-oct-20, e1 (rep): it was reported that the rep reached out to account and patient is doing well with replacement. 2021-11-23 e2, e3: no new information.

Manufacturer narrative:
H3: analysis of the 37714 serial #: (B)(6). Insignificant anomalies. The implantable neurostimulator (ins) is at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977006, serial# (B)(6), implanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: 377760, lot# v002340, implanted: (B)(6) 2006, explanted: (B)(6) 2021, product type: lead. Product ID: 377760, lot# v002341, implanted: (B)(6) 2006, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep reached out to account and patient is doing well with replacement.

Manufacturer narrative:
Concomitant medical products: product ID 977006, lot# serial# (B)(4), implanted: (B)(6) 2021, product type implantable neurostimulator. Product ID 377760, lot#(B)(4) serial# , implanted: (B)(6) 2006, explanted: (B)(6) 2021, product type lead. Product ID 377760, lot# (B)(4)serial#, implanted: (B)(6) 2006, product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having a routine battery change for an end of life battery and when they made and incision of the battery they saw a white milk like secretion coming from the site. As they started to dissect the battery they noticed there was a film like substance all over the battery. It appeared to the doctor that the white plastic piece on top of the battery looked as if it was secreting down and covering the battery. They would be sending the battery back for review. It was noted that it was decontaminated so the substance came off of it in the process, but the rep sent pictures of the battery/battery pocket prior to decontamination process. The battery was removed and a new one was placed. It was also noted that impedance issues were discovered on contacts 6, 7,8, 9, 10, 11, 12 and 15. It was decided at the time not to change out the leads as the patient was sedated and they did not have their consent. They would see if they got good programming on the contacts that were good. On 2021-oct-01, additional information was received from the manufacturer representative (rep) reporting that the patient was doing well with their scs after the replacement. The rep returned the battery for analysis. They indicated that they had no further information.